Manufacturer narrative:
The initial evaluation found twisted cable. The cable is perforated and it isn't water tight. The image from the camera head is visible. The coupler is too loose and it can't be repaired. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus the device camera head was not able to take a picture. The reported problem was found during preparation for an unspecified procedure, which was completed using a similar device.. No patient involvement or injury was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since a visible image was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Based on the results of the legal manufacturer's investigation, it is possible that the video function did not work properly due to the cable not being water-tight and defective, potentially causing no image at the time. Olympus will continue to monitor field performance for this device.